Manufacturer narrative:
The customer provided the device logs for review that showed the blower temperature high and too low alarms were triggered. The unit continued operating under high-temperature conditions with no user intervention, and as a result the blower was damaged and triggered the failure alarm. Technical support advised the customer to replace the blower.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation. G4. PMA/510(k)# - the device is a similar device marketed in foreign countries and is not marketed under the 510k.

Event description:
Complainant alleged the device showed a technical failure alarm 316- blower failure. Complainant did not report patient involvement.